Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there were no issues regarding uncontrolled motion. The customer noticed broken cables at the distal end of the instrument that enters the patient. There was no visible material missing that would have been left in the patient's abdomen.